Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon was stuck- vagina [foreign body in reproductive tract]. String broke- tampon [device breakage]. String broke when I was attempting to pull out the tampon. Tampon stuck [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon string broke during removal. No serious injury reported.